Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfyf913 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by customer that on (B)(6) 2022 when performing infusion port puncture, after opening the package, it was found that there was a crack at the needle, which broke when unscrewed, and then the device was replaced again before puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that on (B)(6) 2022 when performing infusion port puncture, after opening the package, it was found that there was a crack at the needle, which broke when unscrewed, and then the device was replaced again before puncture.